Event description:
A clinical director reported stage 1 diffuse lamellar keratitis (dlk) at one day lasik post-op. He reported patient was put on steroids one drop every hour until additional post-op visit. Additional information from customer indicated dlk had resolved by additional post-op visit.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).